Event description:
A customer reported that the x7-2t transducer used with a philips ultrasound system produced poor image quality leading to the inability to confirm the mitral valve repair was leaking. The transducer was taken out of service and replaced by another x7-2t transducer. However, the customer remained dissatisfied with the image. The customer was able to review the pre-operative echo from the cardiology office and they were able to identify the mitral valve leak. The procedure proceeded as planned, and there was no patient or user harm associated with this event.

Manufacturer narrative:
Additional information regarding this event is currently being gathered. Results from the event evaluation and system repair will be included in a follow up report upon investigation completion.

Manufacturer narrative:
Multiple email attempts were made for information required to investigate this complaint. Philips did not receive adequate information (system logs, images, backup files, or transducers used) to support a technical investigation to determine the root cause of the reported customer issue. The customer confirmed after replacement of the transducer involved, no further issues have been reported.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.